Event description:
It was reported by the staff that the patient broke a battery port pin in the night. He switched to the back-up controller and it did not work, so he switched back to this controller and went to the hospital and both controllers were switched. There were no effects on the patient. The pump remains implanted. The controller was returned and received by the manufacturer on march 27, 2015. This report is for the controller that did not start the pump.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. Per the instructions for use (IFU): caution: do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report # of 117.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed broken pins on power source port 2 of the controller, confirming the reported event. The reported event was confirmed during testing; a damaged power port pin prevented a battery from connecting. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event is a forced or improper connection to the port, damaging the pin. Heartware has opened an internal investigation to evaluate these types of issues. User related contributing factors that may have contributed to this event include attempting to connect power sources to the controller without aligning the connectors. In may 2015, a field safety notice (fsca apr2015a) was issued to clinicians to be delivered by sites to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Please note that the MFR. Report number has been corrected from 3007042319-2015-00000 to 3007042319-2015-00595.